Event description:
Two reports involving IV extension sets which the nurses were unable to open the valve on the clave connector. Both incidents involved the same lot number. Two separate nurses were involved. As nurses attempted to prime the set, the valve stuck; consequently, they were unable to prime set. They obtained another set of the same type and were able to prime set properly.====================== manufacturer response for IV extension set, maximus kink resistant extension set======================waiting for call back from sales rep